Event description:
A surgeon reported two pts developed tass like symptoms one day following intraocular (iol) implant surgery. There was no pain or decrease in vision. In a follow up phone call the facility stated the pts' symptoms had improved, and they were not blaming the iol. The cause of the event is not known. Add'l info has been requested. This is one of two medical device reports being filed for this report. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional info was requested on 07/17/2008, 07/18/2008, 07/21/2008, 07/24/2008 and 07/29/2008 by phone, mail and fax. A completed questionnaire has not been received.